Event description:
Boston scientific crm received information a lead safety switch tripped on this atrial lead. The sales representative (sr) tested the lead and it was normal. Technical services (ts) was contacted and discussed potential positional issues. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains in service. Should additional information become available, this event would be updated as necessary. Two years later the lead was surgically abandoned due to low impedances less than 100 ohms and no capture. No additional adverse patient effects were reported.